Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 38mm synergy¿ stent, however, it was noted that the mid part of the stent struts was flattened. The device was replaced with another synergy with a different size and procedure was completed. No patient complications were reported and the patient's status was good.